Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on keypad traces. No unexpected number ramping was noted. The insulin pump had a missing address and serial number label. Unable to verify damage to the address and serial number label. The insulin pump also had minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump cycled on its own when the up arrow was pressed. Then during a vacation trip, all five buttons stopped working for awhile. The patient treated herself with insulin shots. The blood glucose level is 187 mg/dl. No further information was provided.